Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose levels of 22.7 mmol/l. The customer stated that he treated high blood glucose levels with insulin pump and bolused 6 units of insulin. Troubleshooting was performed. The customer was advised to monitor blood glucose. Product is not expected to return for analysis. Additional device related incidents: infusion set (308372192); sensor (308372223).